Event description:
In 2009, the pt reported that for the past couple of months, she has had elevated blood glucose readings. She stated, her reading may be caused by her additional stress due to layoffs at her work, her over-eating, and her new medication. She said her a1c is 8.8 and her readings have elevated to 546 mg/dl with her target range being 108-120 mg/dl. She said, she does not test her readings as often as she should which sometimes delays her corrective boluses. Symptoms are frequent urination and she boluses to treat her readings. She has seen some air bubbles in the insulin cartridge of her infusion device. She stated, she uses cold insulin to fill her cartridge and was advised to use only room temperature insulin. She said at times in the past has received an e4 (occlusion) error but does not currently have one. She changes her headset every 4 days and was advised to change it every 3 days. She last changed the insulin cartridge last night and said, she uses the same cartridge for up to 3 weeks. She was advised to use a partially filled cartridge. She said, her doctor recommended additional training and a request was submitted. A courtesy guide to infusion site management was sent to the pt. Product was replaced and requested to be returned for evaluation.